Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a tortuous lesion in the right coronary artery (rca). The whisper ms guide wire was advanced however lost access five times and during removal resistance was noted. The guide wire separated and was floating in the proximal rca. The separated portion was unable to be snared therefore the patient will be sent for surgery to remove the separated portion. No additional information was provided.